Event description:
It was reported through the litigation process that approximately four months and eleven days post a port placement via the right internal jugular vein, the patient allegedly developed bacteremia with the repeated blood culture resulted positive for methicillin-resistant staphylococcus aureus. It was further reported that the patient was allegedly diagnosed with sepsis. Reportedly, the port was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege successful placement of a 23 cm, tunneled right internal jugular 8 french single lumen bard power port-a-cath using sonographic and fluoroscopic guidance. An incision was made. A port pocket was created. The port pocket was irrigated with copious amounts of sterile saline. The port reservoir was placed within the port pocket after adequate hemostasis was achieved. The port was affixed to the anterior chest wall with sutures. The catheter was tunneled under the skin of the right chest. Under fluoroscopic guidance, a peel-away sheath was advanced through the venotomy site over a guide wire to the level of the right atrium. The catheter was inserted through the peel-away sheath and into the right internal jugular vein after removal of the dilator and wire. Static fluoroscopic image was obtained documenting the tip of the port catheter in good position near the cavoatrial junction. The port flushes and aspirates appropriately. The port pocket was closed. The patient tolerated the procedure without immediate post procedural complication. Chest x-ray revealed interval placement of a right infuse-a-port with the tip of the catheter overlying the expected location of the right atrium. There was no right pneumothorax. Around four months later, the patient had a pre-procedural diagnosis of sepsis and bacteremia which was the concern for infected port. Port removal under fluoroscopic guidance was planned. Right chest around the port was anesthetized and an incision was made. The existing port was dissected out and was removed. Good hemostasis was achieved. The port pocket was purulent and was therefore packed with iodoform gauze and left to heal by secondary intention. The patient tolerated the procedure well at the time of procedure completion without complication. Static fluoroscopic image after port removal documents removal of all port material. Repeat blood culture three days later was positive for methicillin-resistant staphylococcus aureus. Computed tomography chest performed three days later showed loculated fluid collection in the base of the left chest with some degree of anterior in the area of concern for empyema. Blood culture again the next day was again positive for gram-positive cocci in clusters. Per the medical record review, it was confirmed the patient had sepsis and bacteremia. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four months and eleven days post a port placement via the right internal jugular vein, the patient allegedly developed bacteremia with the repeated blood culture resulted positive for methicillin-resistant staphylococcus aureus. It was further reported that the patient was allegedly diagnosed with sepsis. Reportedly, the port was removed from the patient. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported clinical condition as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.